Event description:
It was reported that there was air in the patient line of a homechoice automated pd set with cassette during initial drain on the homechoice. The patient was connected at the time of the event. During troubleshooting, the patient indicated that they were unsure if the patient line had been fully primed before connecting. The technical service representative (tsr) assisted the patient in ending therapy and advised the patient to restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the patient reported that they were unsure if the patient line was fully primed before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Also, it warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen may result in iipv or can cause air to be delivered to the peritoneal cavity. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.